Event description:
It was reported that patient presented in-clinic for follow-up. Varying capture thresholds, several episodes of noise and low impedances were observed. The noise could not be reproduced with provocative exercise. Lead insulation damage was suspected, and replacement was recommended. At subsequent follow-up, no further episodes of noise were seen. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient received inappropriate hv therapy due to noise. The lead was capped and replaced.

Event description:
New information received notes that patient condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).